Event description:
Philips received a complaint on the v60 ventilator indicating that the o2 pressure regulation high alarm was occurring, so the device was not providing ventilation. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. The customer informed the remote service engineer (rse) of the issue. The air flow sensor displays 240 standard liters per minute (slpm) with any set flow value. The rse advised replacing the flow sensor assembly (fsa), so a replacement part was ordered in a material only work order. In a good faith effort response from the rse, it was confirmed that the ordered fsa had been received by the customer and installed in the device. The rse confirmed that, following the part replacement, the device was confirmed to be fully functional with the successful completion of a performance verification test (pvt) and as returned to use.